Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient presented with endophthalmitis at post operative visit. The patient was undergoing surgical repair of a retinal detachment. This is the first of two reports for this facility. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
A doctor reported a patient presented with endophthalmitis at post operative visit. The patient was undergoing surgical repair of a retinal detachment. This is the first of two reports for this facility. Additional information has been requested, but none has been received to date. A completed questionnaire was received. The patient presented with anterior chamber and vitreous inflammation. Culture results indicated no organisms seen on gram stain, and no growth at five days. The patient was given intravitreal injections of antibiotics and a subconjunctival injection of an anti inflammatory. The patients symptoms have resolved with this treatment.

Manufacturer narrative:
The completed questionnaire was reviewed by the clinical analyst, who stated the following: ¿the surgeon reported a patient presented with endophthalmitis at the post-operative visit on (B)(6) 2017. The patient was post-surgical repair of a retinal detachment. The facility director was contacted and she stated they did not know which product was suspected. The surgeon completed a questionnaire. The patient was a (B)(6) male with surgery completed on (B)(6) 2017 on the left eye. The patient was not hospitalized. The patient¿s pre-existing ocular history included pseudophakia both eyes, history of retinal detachment and status post repair of the right eye (od), and retinal detachment of the left eye (os), diagnosed on (B)(6) 2017. The patient has a history of hypertension. The patient presented with anterior chamber and vitreous inflammation. The surgeon cultured the eye and the results indicated no organisms were seen on gram stain, and no growth at five days. The patient was given intravitreal injections of antibiotics and a subconjunctival injection of an anti-inflammatory. The patient¿s symptoms resolved with this treatment. In the surgeon¿s opinion, as no device was implanted, the device did not cause or contribute to the event. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 25, 2012. Based on qa assessment, the product met specifications at the time of release. There was no sample or lot code was returned by this customer for the bss. Therefore, lot specific evaluation cannot be completed, at this time. All compounding, preprocessing, filling and packaging records are subjected to 2 independent reviews. This product is terminally sterilized and all sterilization cycles are reviewed before product disposition. Incoming components are verified to meet key design criteria via dimensional analysis and attribute inspection prior to disposition. Bss manufacturing process: at a minimum, a single, normal level I particulate iba inspection and a level I is performed for each lot manufactured. Bss 250 and 500 ml product is terminally sterilized and all sterilization cycles are reviewed before product is released. Primary incoming component (bottle and stopper) are reviewed by qa before release to production. The bottle and stopper components are cleaned via a validated cleaning cycle prior to use in filling. The washed bottles are transported from the bottle washer by conveyer to the line 14 perry filler. During the filling process, production solution from the reactor passes through a 0.45 micron filter prior to being filled into the bottles. Units are filled to the designated fill target and are conveyed to the auto stoppering machine where vacuum is applied and the stoppers are inserted into the bottles. A feed screw is utilized to position the bottles for stoppering and to transport the filled unit to the exit conveyor. The filled/ stoppered units are transferred from the fill room to the west capper area where an aluminum seal (with blue flip cap) is placed over the stoppers. Once the seal is placed on the bottle/stopper, a 100% visual inspection occurs to remove units with damage or missing seals. The sealed units are placed on racks which are subsequently terminally sterilized. After terminal sterilization, the units on the sterilization racks are transferred to the line 14 packaging area for final packaging. The filled and sterilized units are 100% inspected by the eisai automated particulate inspection machine during final packaging process. A 100% visual inspection is performed to remove nonconforming units (e.g. Damaged bottles, seals, etc.). The product is manually packaged into shippers by packaging operators and placed on pallets pending product disposition. The product labeling for bss provides warnings, precautions, dosage, and administration instructions to ensure proper use of the product. The labeling states the use of additives with this solution may cause corneal decomposition. Instructions also state this is for single patient use only the root cause cannot be determined conclusively. (B)(4).